Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding: torsional moment does not solve. This is report number 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis.review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
An evaluation was conducted and it states that the torque function is not given. An investigation shows that the torque actually does not correspond to the specifications (0.5nm - 1.8 nm). The measured values were lower than the specifications. The manufacturing review shows that the production procedure was according to the specifications. Therefore, this complaint to be indeterminate from a manufacturing standpoint.